Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted in the entire lumen of the lead. Visual inspection confirmed a fracture at 439 mm from the terminal pin. Additional damage to the polyurethane lead material was noted from 168-173 mm, 430, 434, and 439 mm from the terminal pin. The inner insulation was worn at 430, 434 and 439 mm from the terminal pin. Additionally, there was insulation separation proximal to the cathode ring at 880 mm from the terminal pin. Deformed conductor coils were 55, 430, and 434 mm from the terminal pin. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. Laboratory testing was able to confirm the reported clinical observations of a conductor fracture through visual inspection.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high out of range impedance measurements greater than 2,000 ohms. There was also no capture at max outputs. There was suspicion of a conductor fracture. The lead was explanted. An attempt to implant another transvenous lead was unsuccessful. An epicardial lead planned to be placed at a later date. To date, there have been no adverse patient effects reported.